Manufacturer narrative:
Date of death: unknown. The date received by manufacturer has been used for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. (B)(4). Per our investigation, the following are known common side effects of abilify: warning and precautions increased mortality in elderly patients with dementia-related psychosis, cerebrovascular adverse events, including stroke, suicidal thoughts and behaviors in children, adolescents, and young adults, seizures/convulsions, suicide, to name a few. Otsuka ability maintena is sold in kits. Each kit contains product from several other manufactures, wajiki, baxter, smiths, west and bd. It was noted in conversations with otsuka that at no time were any individual components or the product in general directly implicated in the patient¿s death. It is highly unlikely that the device in question lead to the patient¿s unfortunate death. Otsuka is alerting these manufacturers out of an abundance of caution to ensure that the complaints are being handled with due diligence. Therefore, otsuka has alerted those manufactures listed above to comply with their own policies and procedures. DHR review for lots implicated show no issues were raised (i.e. Qn/ncmrs). The qn review indicates no quality notifications generated for the batch number involved in these complaints. All release criteria were met, including sterility records. Further to add, we again are convinced that the most likely cause is the drug in question and not the bd device used. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above a situation analysis has been opened to address this concern. Please refer to situation analysis #: (B)(4). Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
The initial reported supplied the following information: "maintena - us16-003668 - patient death reported." No additional information and/or details were provided. The relation to the 3 ml bd luer-lok disposable syringe with bd luer-lok tip to the patient's death is unknown.

Manufacturer narrative:
On 10/5/2016 expiration dates for the potential lot numbers were provided. Medical device lot #: 3121212, medical device expiration date: 4/30/2018. Medical device lot # 2054732, medical device expiration date: 1/31/2017.

Manufacturer narrative:
A second lot # was provided. Information for the lot # is as follows: medical device lot #: 2054732. Medical device expiration date: n/a. Device manufacture date: 2/23/2012.